Event description:
User reported that unit does not turn off when "off" button is pressed. Our investigation found a defective off button.

Manufacturer narrative:
User reported that unit does not turn off when "off" button is pressed. Our investigation found a defective off button. The switch supplier was notified of the failure. The design has changed since this unit was manufactured. Separate on and off buttons have been consolidated into a single power button.